Event description:
The customer stated the architect c16000 sample carousel unexpectedly moved as an operator attempted to unload a sample tube. The operator selected the pause button then waited for the indicator light to remain green. Once the light was solid green, the operator removed the sample carousel cover then pushed the sample carousel advance button to index the carousel to the location of the tube. As the operator removed the tube the carousel moved, causing the sample tube to jam and the system to go into stopped status. The operator was not injured when the incident occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.